Event description:
It was reported that the inspiratory pressure became higher than the set value during ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The nozzle unit in the o2 gas module was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported alarm for high inspiratory pressure.since the replaced part was not returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).